Event description:
Patient was revised to address collapse of the humeral head, which caused one screw to start backing out and a few others poked through the humeral head. The surgeon removed five (5) screws and put one back that was shorter. Qty: 3.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the plate was unavailable. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required was not provided. Although the complaint is non-verifiable, a previous investigation found product development; quality and marketing are investigating ways to further reduce the occurrence of peg engagement issues. (B)(4) was opened on (B)(4) 2011 to determine if any additional actions may decrease the likelihood of peg engagement issues. Any root cause and/or corrective actions will be documented in (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.